Event description:
It was reported that the downstream occlusion seal was cracked. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer complaint of, ¿downstream occlusion seal cracked¿, was confirmed through visual inspection. Dso (downstream occlusion) seal is delaminated and cracking in the center. Replaced dso seal. Performed dso/uso (upstream occlusion) sensor calibration. Performed pvt (performance verification testing), unit passed all testing criteria. Software updated. Unit reset to standard configuration. Upon further investigation, battery compartment has chipped plastic above middle separator. Replaced battery compartment and all components within. Lcd (light emitting diode) no longer receiving power after previous repairs. Replaced lcd. Performed pvt, unit passed all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.